Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leg bag has vapor lock and will not allow urine to drain out of the 35302 male external catheter. The customer noted that the urine will not pass from the point where the mec and the extension tube connect which allegedly resulted in the catheter 'blowing up like a balloon.'

Event description:
It was reported that the leg bag has vapor lock and will not allow urine to drain out of the 35302 male external catheter. The customer noted that the urine will not pass from the point where the mec and the extension tube connect which allegedly resulted in the catheter 'blowing up like a balloon.'

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one leg bag was received with the extension tubing. Visual evaluation noted no obvious defects. The bag was filled with a methylene blue and water solution. The solution was able to enter the bag with ease. The solution was then voided through the outlet tubing, as intended. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations."